Event description:
The user facility reported that the metal radiopaque marker from the device was stuck on the patient's tavr valve strut and got dislodged from the catheter when removed. The marker floated away from the initial position and ended up lodged in the distal portion of the circumflex coronary artery. Immediate actions reported was a left heart cauterization (lhc) performed to identify the area where it is was lodged and possible complications department reviewer comments / actions patient was having a paravalvular leak closure procedure and during the case, a catheter marker from a navicross catheter dislodged. A left heart catheterization was performed to check for position of dislodged part on fluoroscopy. The marker was noted to be lodged in the distal circumflex and in stable position with no current harm at the time and good blood flow was noted. The patient was stable during the procedure and transferred out of hybrid operating room (or) to post-anesthesia care unit (pacu) in stable condition after successful pvl closure procedure. The marker ended up in the carotid of the patient. They were able to get the marker and save the patient. No blood loss was reported.